Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered one burst of anti-tachycardia pacing (atp) and two shocks as inappropriate therapy due to an atrial driven rhythm. Technical services (ts) discussed the device settings with the calling field representative and device was reprogrammed to hopefully prevent this from reoccurring in the future. The device remains in service. No additional adverse patient effects were reported.